Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The customer also mentioned that her blood glucose was 425 mg/dl this morning and she was unsure as to why. Troubleshooting was declined for the high blood glucose since the customer did not have time. The customer stated that she had been hospitalized for an issue with leg sores; an infection developed in her bones and was spreading to her stomach, so they amputated the leg. The customer has osteomyelitis. No further details were provided regarding the hospitalization. The insulin pump was not returned or replaced at this time.